Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the pump with one featuring updated software and offered training in the customer's tandem source account. While no backup insulin therapy was available, the customer planned to consult their healthcare provider. Instructions for returning the faulty pump were provided, and the customer was advised to use ups for the return within 10 days.